Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. Angina and stenosis, as listed in the instructions for use, are known adverse events associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.

Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: treatment of restenosis. Device issue: none. It was reported that in 2006, the vision stent was implanted in the lad. The pt entered the hosp with chest pain one month later. The vessel was treated again for restenosis. No add'l event or pt info is available.